Manufacturer narrative:
Although the report of driveline fault and low speed alarms was confirmed through the evaluation of the submitted system controller log file, the cause could not be conclusively determined through the evaluation of the returned portion of the percutaneous lead (driveline). The submitted system controller log file contained data from (B)(6) 2017 10:51:09 am through (B)(6) 2017 11:25:54 am. Between 04:28:07 pm and 07:15:28 pm on (B)(6) 2017 five driveline fault and corresponding yellow wrench advisory alarms were observed. The pump operated above the low speed limit during these alarms. Between 12:53:26 am and 12:54:26 am on (B)(6) 2017, several pump stoppage and low speed events were observed. These events occurred while the system controller was connected to the power module, and the events corresponded with elevations in pump power, reaching values up to 15.5 w. Two driveline disconnected and four low flow hazard alarms, corresponding with the estimated flow reaching values below the low flow threshold of 2.5 lpm, were also captured during this event. Based on previous complaint history, the captured events appear consistent with a potential driveline issue. A distal end percutaneous lead (driveline) repair was performed on (B)(6) 2017 and the replaced portion of the driveline was returned in a segment measuring approximately 17 inches. The gray tubing and black shrink wrap from a driveline repair kit were also returned. The outer silicone jacket was severed approximately 3.5 inches from the metal connector, and the remainder of the outer layers were severed approximately 16 inches from the metal connector. Metal braided shield breakdown was observed adjacent to the metal connector and approximately 2.5 inches from the metal connector (terminus of the bend relief). Minor metal braided shield breakdown was also observed approximately 12 inches from the metal connector. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported events. The patient remains ongoing on vad support and no further events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 11 months. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that a driveline fault alarm occurred on (B)(6) 2017. The patient went to the hospital and the alarm was cleared. On (B)(6) 2017, a low speed alarm and a low flow alarm occurred while the pump was connected to the power module. The alarms resolved after switching to battery support. The patient was seen in clinic (B)(6) 2017 and there were no alarms while the pump was connected to the power module. The system controller log file captured pump stoppages on (B)(6) 2017. An issue with the percutaneous lead (driveline) was suspected. X-rays submitted were unremarkable. A percutaneous lead driveline replacement was completed with no issues on (B)(6) 2017. The patient was asymptomatic. No additional information was provided.